Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a superficial femoral artery. The procedure went fine; however, while in the anatomy it was observed that an 8.0 x 39 mm otw omnilink elite stent that had been implanted in the left common iliac artery sometime in november was either fractured or there was an edge dissection. It could not be determined if it was a dissection or a stent fracture. Another 8.0 x 39 mm omnilink elite was implanted inside the original omnilink to cover the fracture or dissection. There was no clinically significant delay in procedure. No additional information was provided.